Manufacturer narrative:
This incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained, it will be provided in the supplemental report.

Event description:
The patient reported the infusion device does not accurately deliver insulin. He experienced elevated blood glucose of 25 mmol/l (450 mg/dl). He changed the infusion set, but his blood glucose remained elevated. He bolused through the infusion device and injected insulin via pen to lower his blood glucose. His normal blood glucose range is 80-180 mg/dl. No further information is available. The patient did not require treatment from a health care professional or second party to address the issue. The infusion device was requested to be returned for evaluation.